Event description:
A talent abdominal stent graft system was implanted for the treatment of an abdominal aortic aneurysm. The vessels were 10 mm in diameter, moderately to severely calcified throughout, moderately tortuous, and contained significant plaque in some locations of the vessel. The left side contained more plaque and calcium, while the right side had some plaque but mostly it was small, measuring 10 mm in diameter. It was reported that after the bifurcated stent graft was implanted via the right side, there was difficulty withdrawing the delivery system nosecone through the ipsilateral limb and through the right iliac artery. Some kinking of the stent graft was noticed particularly around an area of a large amount of plaque. Additionally, the right hypogastric was unintentionally covered during the procedure. Kinking was also noted on the contralateral limb (see MFR # 2953200-2010-00424) near an area of plaque. Three devices from other manufacturer, including a wall stent, a balloon-expandable stent, and an express biliary stent were implanted on the ipsilateral side to address the kinking. One balloon-expandable stent was implanted on the contralateral side to address the kinking. It was noted that this event is related to deploying 18 mm diameter stent graft limbs in 10 mm diameter iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Required intervention. Results: arterial and venous occlusion. Vessels were moderately to severely calcified throughout, moderately tortuous, and contained significant plaque in some locations. Stent graft oversized. Conclusion: vessels were moderately to severely calcified throughout, moderately tortuous, and contained significant plaque in some locations. Stent graft oversized.